Manufacturer narrative:
Reported event: an event regarding loosening & osteolysis of a trident shell was reported. The event was not confirmed. Method & results: product evaluation and results: visual inspection: visual inspection of the returned shell indicated physical damage consistent with the explanation process. Functional, dimensional and material analysis not performed as the device was returned damaged. Clinician review: no medical records were received for review with a clinical consultant. -product history review: review of the product history records indicate the reported device was manufactured with no reported relevant discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusions: it was reported that 'the primary surgery was performed on (B)(6) 2020. On (B)(6) 2025, the revision surgery was performed because osteolysis was observed approximately one year after the initial surgery, and the patient reported pain due to loosening of the cup. The surgeon has used ha extensively in the past, but used this product because the patient in this case was allergic to silver.' Visual inspection: visual inspection of the returned shell indicated physical damage consistent with the explanation process. Functional, dimensional and material analysis not performed as the device was returned damaged. The exact cause of the event could not be determined because insufficient information was provided. Additional information including operative reports, progress notes, x-rays and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.

Event description:
No new information.

Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced.

Event description:
The primary surgery was performed on (B)(6) 2020. On (B)(6), 2025, the revision surgery was performed because osteolysis was observed approximately one year after the initial surgery, and the patient reported pain due to loosening of the cup. The surgeon has used ha extensively in the past but used this product because the patient in this case was allergic to silver.